Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard disk drive was initially replaced with no resolution of the reported problem. No conclusion can be drawn at this time as further system analysis or repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported a loss of vascular imaging mode functionality. No pt serious injury or death was reported related to this event.